Event description:
The hospital reported that during a coronary artery bypass procedure, when they attempted to tighten the acrobat-I stabilizer arm, the handle broke/snapped and the arm then went limp. A new kit was used to complete the procedure. There were no patient effects. The product was discarded.

Manufacturer narrative:
Investigation: the product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. A lot history record review could not be performed as the lot number is unknown. (B)(4).